Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during an anterior sling procedure on (B)(6), 2011. According to the complainant, the patient was presented with retention post procedure. There were no patient complications during the initial surgery and the patient's current condition is reported to be "okay." Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6)